Event description:
It was reported by service report that there was a broken load wheel horn. It is unknown if there was patient involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Load wheel horn.